Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event e217 (scope error) was due to component failure. However, the cause for the reportable event scope connector was found to be dirty could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed an e217 (scope error) and the scope connector was found to be dirty. There was no patient involvement.